Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No

Event description:
Information received by medtronic indicated that the insulin pump had alarm was quieter. Customer reported that the insulin pump had unexplained random no delivery alarm, chemical blotches on screen. Customer reported that the insulin pump rewound was slower and takes longer time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.